Event description:
It was reported that the air dermatome handpiece had a air leak where it connects to hose. The issue occurred before surgery. There was no pt harm or delay reported.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device and improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 04/30/1999 and was last repaired on 04/18/2008 for a non-related issue. Eval of the device observed that the head, controller bar and housing were chipped. It was also reported that the unit was corroded. The device performed within motor speed specifications, but air was noted to leaking from the swivel. Prior to repair, the device was out of calibration specifications only at the zero thickness setting. Repair of the device included replacement of the head, control bar, housing, swivel and standard repair parts. In post repair analysis, corrosion to the motor sleeve and swivel was observed. The customer's reported event was most likely due to the corrosion to the swivel, which most likely caused air to leak. There is no info regarding the customer's cleaning or sterilization methods; however, special care related to cleaning or sterilization should be taken by the customer to prevent accumulation of moisture within the device. The device was serviced and returned to the customer.